Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the rx rocket was utilized to post dilate a stent, which had previously caused and exaggerated a distal dissection. Coronary perforation occurred and was successfully sealed after several balloon catheter dilatations. The procedure was stopped and the area was allowed to infarct. Reportedly no additional pt injury or complications occurred.